Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2yfxj serial# implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type lead product ID 3560022 section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2yfxj, ubd: 23-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative(rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urge incontinence. It was reported that the trial was initiated on 2024-jul-12. It was reported that the patient was having a device site infection (incision, pocket, etc.). The patient was having an additional symptoms of fever and redness. The patient symptoms were related to the lead and extension. Antibiotics were required for the treatment of the symptoms. The lead and extension were explanted. The device was explanted on (B)(6) 2024.